Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, opening, white particles, wear abrasion, crease fold. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: two striated edge openings on radius side due to surgical damage.

Event description:
Email received from doctor reporting "both implants rupture. Diagnosed by usg." The device has been explanted. This device relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Email received from doctor reporting "both implants rupture. Diagnosed by usg." The device has been explanted. This device relates to the left side.